Manufacturer narrative:
No conclusion code available; the reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to premature battery depletion. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was not able to be interrogated during a follow-up in clinic. The patient was asymptomatic. The device was explanted and replaced, and there were no patient issues during the procedure.